Event description:
It was reported that error code 1007 and 1003 were displayed since the last device follow up. A review of the device data by technical services (ts) noted that the since the device had triggered end of life (eol) there was little diagnostic data . Ts confirmed the error codes and noted that fault code 1007 indicated that the capacitor charge time was exceeded. The last capacitor reform was (B)(6) 2021 and the charge time exceeded 45 seconds, after which the device aborts further charging. Ts also noted that since the device triggering fc1003 the battery was depleting more quickly than expected. Immediate device replacement was recommended. The device remains implanted. The patient remained hospitalized and no further adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that error code 1007 and 1003 were displayed since the last device follow up. A review of the device data by technical services (ts) noted that the since the device had triggered end of life (eol) there was little diagnostic data . Ts confirmed the error codes and noted that fault code 1007 indicated that the capacitor charge time was exceeded. The last capacitor reform was march 15, 2021 and the charge time exceeded 45 seconds, after which the device aborts further charging. Ts also noted that since the device triggering fc1003 the battery was depleting more quickly than expected. Immediate device replacement was recommended. Additional information noted that at the last telemetry follow up in march 2022 it was not possible to estimate the battery due to alleged battery depletion. The device was explanted, replaced, and is pending a return. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was planned to be returned. Should the device be returned analysis will be performed and this investigation will be updated.

Event description:
It was reported that error code 1007 and 1003 were displayed since the last device follow up. A review of the device data by technical services (ts) noted that the since the device had triggered end of life (eol) there was little diagnostic data . Ts confirmed the error codes and noted that fault code 1007 indicated that the capacitor charge time was exceeded. The last capacitor reform was (B)(6) 2021 and the charge time exceeded 45 seconds, after which the device aborts further charging. Ts also noted that since the device triggering fc1003 the battery was depleting more quickly than expected. Immediate device replacement was recommended. Additional information noted that at the last telemetry follow up in march 2022 it was not possible to estimate the battery due to alleged battery depletion. The device was explanted, replaced, and was received for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that a low voltage alert was recorded. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.